Event description:
It was reported that far field r-wave oversensing was observed on the device. The device was reprogrammed to resolve the event. At a later date, p-wave undersensing was observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.